Event description:
About a month after implants were put in, rptr started to get tremors, she has had them ever since. She also has joint pain that started 5/93 and was diagnosed with a pituitary tumor in 7/91.